Manufacturer narrative:
This has been determined to be a reportable event per edwards lifesciences procedures. The device history record (DHR) review has been started.

Manufacturer narrative:
It was learned that the implant date was 2003. The calculated implant duration of this device is 68.97 months. Revised customer letter has been sent.

Manufacturer narrative:
Additional information: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The pre-operative tee cd was requested but never received. The operative report was requested but not provided. Customer letter was sent with evaluation and DHR results. X-ray. Device evaluation: evaluation summary: heavy calcification is detected in the cusp area of leaflet 2, moderate in the cusp of 3, and minimal in the cusp of leaflet 1. Minimal to moderate calcification is also detected in the free margins of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth is evident at the stent inflow and onto the tissue at both aspects. It encroached onto the tissue inflow and into the orifice at the greatest point by 4mm, and 3mm at the tissue outflow. It fused the free margins of leaflets 1 and 3 at commissure 1 by 4mm. Host tissue overgrowth is heavy at the stent outflow. The x-ray demonstrates calcification.

Event description:
Reportedly, the device was explanted in 2009, due to stenosis. The device implant date is unknown at this time. The customer report was taken by a sales executive. The patient presented with symptoms of stenosis and dyspnea. The complaint description includes "leaflet's degeneration, calcification and then requested the valve explant". The device history record (DHR) review has been started. Requested a copy of the echocardiography cd for interpretation by an independent consultant. Device to be returned for evaluation. Implant duration is unknown. No additional information available at this time.